Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "tibial insert would not seat in tibial base, second insert seated easily - same lot number."